Manufacturer narrative:
B3: estimated based on the gfe response provided by the sales representative as the issue evolved over the past couple of years.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was disposed per facility policy and will not be returned for analysis. Post operatively the patient was doing well. Electrocautery was used.